Event description:
It was reported that stimulator was not functioning at the moment. Patient twisted and felt a pull about a month prior to the date of this report. It was discovered that the lead was disconnected internally from the implantable neurostimulator, and device came out of the pouch. A replacement was needed. The implantable neurostimulator was turned off because patient needed replacement.

Manufacturer narrative:
Product ID 3889-28, lot# v514031, implanted: (B)(6) 2011, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).